Event description:
It was reported that catheter entrapment on the guide wire occurred. The target lesion was located in the anterior tibial artery. A 2.0mm x 120mm x 150cm coyote balloon catheter was selected to dilate the lesion. However after dilatation, the physician noted that the device was unable to be withdrawn over the 014 unspecified guide wire. The device was pulled out as a coaxial system. The procedure was aborted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a coyote shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The inner shaft was buckled for 18mm proximal of the proximal markerband. The proximal markerband was flattened. Inspection of the remainder of the device presented no damage or irregularities. The inner diameter was measured using a calibrated pin gage set. The inner diameter of the guide wire exit notch and the distal tip were measured using a calibrated pin gauge set. The guidewire used in the procedure was not received with this device. A .014¿ kinetix guidewire was used for functional testing. Functional testing was performed by loading kinetix guidewire into the tip of the catheter and advancing through the wire lumen; however, resistance was encountered at the flattened markerband and was unable to advance. There was no evidence of any product quality deficiencies contributing to the damage or reported froze on wire. The damage to the inner shaft may be consistent with guide wire interaction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment on the guide wire occurred. The target lesion was located in the anterior tibial artery. A 2.0mm x 120mm x 150cm coyote balloon catheter was selected to dilate the lesion. However after dilatation, the physician noted that the device was unable to be withdrawn over the 014 unspecified guide wire. The device was pulled out as a coaxial system. The procedure was aborted. No patient complications were reported and the patient's status was fine.